Event description:
The account alleged that the brake case was not fully locking causing the bed to move while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.